Event description:
It was reported leakage past stopper. Our experienced an issue with a bd syringe yesterday (thursday, (B)(6) 2026), where the medication being administered leaked past the rubber stopper in the barrel of the syringe. The lot for the affected item is 5300803 and the expiration date is september 30th, 2030. Additional information: customer response on jan 12, 2026 what was the impact to the patient? There was no negative impact to the patient, as the clinic 'clinic charged' the amount wasted and drew up the remainder of the dose in a different size syringe. Any adverse event or serious injury reported to patient or healthcare professional? There was no serious injury to the patient or healthcare professional. What was the fluid at the time of use? Doxorubicin (63323-0101-6).

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
(B)(4). Follow up it was reported that medication leaked past the syringe rubber stopper during administration. To support the investigation, two photographs were submitted to the quality team. One shows a packaging blister top web, the other shows an unpackaged syringe with the plunger and rubber stopper fully advanced and approximately 10ml of solution above the stopper. No additional information could be obtained from the photographs. A device history record review was completed for material number 309653, lot 5300803. The review did not identify any quality issues during production that could have contributed to the reported condition, and no related quality notifications were found. All processes and final inspections complied with specification requirements. To date, no other similar events have been reported for this lot. Based on the investigation and the photo analysis, the customers reported condition is confirmed. However, without the physical sample, a probable root cause could not be determined.